Event description:
It was reported that, "revised due to pain and squeaking. Intended to just do a poly head swap, however, when removing the liner, the cup came out with the liner, so had to revise the cup as well.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MDR # 9616680-2010-00642.